Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken 0.9cm distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause related to device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination. Further investigation into this behavior is currently being conducted.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after preparing and testing the device with the guidewire, the physician advanced the guidewire into the left superior pulmonary vein and deployed the catheter in a basket configuration. Then it was noticed that the guidewire was stuck and not moving freely. The catheter was undeployed and withdrawn into the sheath without resistance, then removed from the patient. External testing confirmed no tissue entrapment at the catheter nose, but the guidewire remained immobile, indicating it was stuck. When the catheter was removed the guidewire was advanced past tip and no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after preparing and testing the device with the guidewire, the physician advanced the guidewire into the left superior pulmonary vein and deployed the catheter in a basket configuration. Then it was noticed that the guidewire was stuck and not moving freely. The catheter was undeployed and withdrawn into the sheath without resistance, then removed from the patient. External testing confirmed no tissue entrapment at the catheter nose, but the guidewire remained immobile, indicating it was stuck. When the catheter was removed the guidewire was advanced past tip and no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications.